Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 550 mg/dl at the time of incident and at the time of call. Customer also reported that the insulin pump was not calculating the correction when blood glucose was entered. Customer also reported that insulin pump was not connecting with the meter. The customer stated that they treated the high blood glucose with insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.